Event description:
It was reported that while inserting a 4.0mm fully threaded screw, the head of the screw popped off. The surgeon was driving the screw on power. The surgeon then began inserting a compression screw on power and the screw broke off mid-shaft. The surgeon was unable to remove the screws and opted to leave them in-place. The product fragments were returned for evaluation and confirmed to have a stress fracture. A review of the case file confirmed that the products used were all single-use, sterile drivers and drills, so the proper pre-drilling and proper instruments were being used for the case. The occurrence was attempted to be recreated using products in-house and was only able to be reproduced when the parts were driven into hard bone on power. The device history records for both products confirmed that the parts were manufactured to specifications.